Manufacturer narrative:
Received only the catheter for evaluation. The reported event was unconfirmed as the problem could not be reproduced. Per the visual inspection, the exterior of the sample was inspected and did not find any evidence of a failure that would support the reported event. During the functional testing, the sample was inflated with air while submerged in water, and noted no air bubbles leaking from the catheter. It was then inflated with 10cc of water and a leak test was performed. On the seventh day, the balloon was fully inflated with no signs of leaking. Dissected and inspected rubberize layer and confirmed no leakage along the rubberize layer of the lumen. The returned sample met specification. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "on catheter, do not use ointments or lubricants having a petrolatum base. They will damage latex and may cause balloon to burst." (B)(4).

Event description:
It was reported that the catheter fell out of the patient on the day of placement.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter fell out of the patient on the day of placement.